Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that during a perm trial conversion, it was discovered the perm leads were never anchored, as a result the patient was experiencing ineffective therapy. Upon further investigation, the images showed the leads had migrated, with one lead pulling out the epidural space. Surgical intervention took place on (B)(6) 2024 where the leads were repositioned to address the issue. Effective stimulation was restored with the left lead.